Event description:
On 12 sep.2007, the sales rep reported that the screw that was shipped to him was broken. Add'l info received on 19 sep 2007, the sales rep clarified that the screws were disassembled and not broken as previously mentioned.

Manufacturer narrative:
Eval is pending. The device was not used.